Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Bd received photos from the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode with the incident lot was observed. Review of the returned photographs confirmed. (B)(4)

Event description:
It was reported that the bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes had collapsed tubes. No serious injury or medical intervention reported.